Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative performed 6 month and 1 year maintenance. He replaced the tubes, seals, heat cut filter, nozzle tip, cover ultrasonic mixer cell, air filter, and the sipper nozzle. A pre-analytical issue could not be excluded. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant ferritin gen.4 results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial result was 244.6 ng/ml, and the repeated result was 167.9 ng/ml. On (B)(6) 2025, the sample was repeated using a new reagent (lot: 823374), and the result was 28.4 ng/ml. This result was believed to be correct as it matched the patient's clinical history.